Manufacturer narrative:
Concomitant medical products: stem (cat# 02-012-69-1412 / serial# (B)(4). Logic offset stem ext coupler 2mm (cat# 02-012-61-2000 / serial# (B)(4). Logic cc tib insert size 2, 17mm (cat# 02-012-65-2017 / serial# (B)(4). Cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(4). Cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(4). As reported, approximately 3 years postop the initial l tka, this (B)(6) y/o female patient was unhappy with her left knee, so a revision was done with some change in rotation. Revision exactech cc knee to a revision exactech cc knee. Patient was last known to be in stable condition following the event. The device will be returned for evaluation. Upon review, there is no allegation against the device as the reason for revision was not reported other than patient was "unhappy" with no specifics reported. The most likely cause of the reported event is patient conditions.

Event description:
As reported, approximately 3 years postop the initial l tka, this (B)(6) y/o female patient was unhappy with her left knee, so a revision was done with some change in rotation. Revision exactech cc knee to a revision exactech cc knee. Patient was last known to be in stable condition following the event.